Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a suture was used. The doctor prepared to use suture to suture the patient's skin. During use, it was found that the needle tip was missing and could not be sutured properly. Then replace other suture to continue stitching. The needle is normal and can continue to be sutured. After replacement, the stitching was successfully completed. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number. Contacted with the sales rep today via phone, the information requested is unknown. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.